Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call no delivery alarm message which is causing high blood glucose levels. Customer advised they had a no delivery alarm a few days before and it caused a blood glucose reading of 454 mg/dl. Customer is unable to attempt a bolus as a result of the no delivery alarm message. Troubleshooting was performed. Customer was advised that a new infusion set and reservoir tube would be sent.